Event description:
It was reported that the patient experienced a loss of stimulation. The battery was interrogated and impedances were run to check on the electrodes. The battery was fine. One of two percutaneous leads was found to have >10,000 impedance readings. The patient went to surgery during which the battery pocket was opened and the leads were disconnected from the battery. Impedances were checked once more with the same results. It was discovered that the lead had broken, most likely due to the patient's early return to rigorous activity after implant. The lead was replaced. The patient outcome was unknown.

Manufacturer narrative:
This report is being submitted following an internal audit.